Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the surgeon was using the instrument for retraction on the kidney and the instrument broke. It was subsequently removed from the pt and a second instrument was opened to complete the case; however, the second instrument broke at the same position of the procedure. No harm was done to the pt and all contents form the device were removed from the operative site. All parts of the instrument were collected from the pt.

Manufacturer narrative:
(B)(4).